Event description:
The customer reported a vent inop condition due to an air valve lift off failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The power supply was tested and no failures were identified.